Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Lot number was the needle found separated from the suture thread upon opening the package? Did the needle pull off during the procedure? What was being done when the needle pulled-off (removal from package / during passage through tissue)? Was there any patient consequence or injury?

Event description:
It was reported that the patient underwent a robotic ventral hernia procedure on (B)(6) 2016 and suture was used. During the procedure, the needle popped off of two sutures. An additional suture was used to complete the case. There was no adverse patient consequence reported. Additional information has been requested.